Manufacturer narrative:
Additional information. Age and date of birth: unknown/no information . If explanted, give date: not applicable, as lens remains implanted. The device has not returned for evaluation as it remains implanted. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted into the patient¿s right eye the doctor noticed a scratch on the lateral aspect of the lens. It was discussed with the patient in the operating room and it was decided not to cut the lens out. The doctor decided to keep the lens in the patient¿s eye at this time to allow for healing and see if the patient experiences any sub-optimal vision associated with the scratch. Through follow-up the customer reported there are no issues at this time. No further information was provided.

Manufacturer narrative:
Additional information: further information was provided that the iol is still implanted and the patient is doing fine. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: mar 16, 2022 section h3: evaluated by manufacturer: yes device evaluation: the complaint simplicity was received inside the original folding carton. No iol was received as part of this return, therefore, no product evaluation could be performed on the lens. The received simplicity (preloading system) was inspected, and no issues were identified. A product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.